Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave 31 mm - us catheter was selected for use. However, after the ablation of single vein, physician noted guidewire was stuck and was unable to retract or advance it. The catheter and the wire were replaced. The wire was replaced for a non - boston scientific wire. The issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.